Event description:
It was reported that a novum iq large volume pump had an undetermined flow rate inaccuracy. The flow rate inaccuracy was described as an ¿incorrect delivery¿ of bumetanide in the general care unit department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of an incorrect delivery was not reproduced. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate accuracy test was performed, and there were no issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.